Event description:
On (B)(6) 2012, it was reported that the patient has recently had several trips to the emergency room due to breakthrough seizures. Because of the increased seizures, the patient's group home thinks the patient's battery is dead. A battery life calculation was performed which showed 2.11 years remaining until eri=yes. Clinic notes dated (B)(6) 2012 were received from the vns treating physician. The patient remained symptomatic in spite of multiple medications, surgery, and vns placement. The last vns notes showed that they have tried changing the parameters without any change. There was no history of status epilepticus requiring prolonged admission in the hospital. Good faith attempts for further information from the physician have been made but have been unsuccessful. The patient underwent generator replacement on (B)(6) 2012. Attempts for product return have been made but the explanted generator has not been received for product analysis to date.

Event description:
Additional information was received from health information management. The patient had been living with his mother and was transferred to assisted living. The patient seizures increased and had increased stress. The facility was only about to administer valium as needed and not scheduled as it had been administered at home.

Manufacturer narrative:
.